Event description:
The report from the study indicated that approximately six (6) months after inclusion in the study for the index procedure the patient was found to have a 95% restenotic lesion with no visible thrombus present in the previously implanted bare-metal-stent (bms). The indication for the procedure was unstable angina class iib. A percutaneous coronary intervention (pci) was done to treat the lesion. The flow pre and post-procedure was timi 3. The patient status was reported to be recovered. No new significant lesions were identified. Approximately eleven (11) months after the index procedure the patient again experienced unstable angina. Coronary angiography demonstrated a 90% restenosis with no visible thrombus present in the previously implanted bms. An additional pci was done. The patient status was reported to be recovered. No new significant lesions were identified. The flow pre and post-procedure was timi 3.

Manufacturer narrative:
The patient was included in the study and found to have single vessel disease. A mid right coronary artery (rca) lesion was found. The lesion was reported to be; an 80% stenosis with no calcification or thrombus present and a type b1 lesion. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm. A bx sonic 3.5 x 23 mm stent was implanted at 14 atm. The stent was not post-dilated. There was no dissection noted or any procedural complication reported. The product is not available for evaluation and testing. This female in the study experienced restenosis post implantation of a bx sonic stent. Restenosis is a potential adverse event associated with coronary artery stenting. The study examines restenosis rates of diabetic patients receiving either a cypher or bx sonic stent. Medical history that may have increased her risk for major adverse cardiac event included hypertension, hyperlipidemia and diabetes. During the index procedure, one 3.5/23mm bx sonic stent was implanted in the patient's mid-rca, which was described as type b2 without calcification. No complications were reported. Six-months post-procedure, 95% restenosis of the target lesion was found when she presented with unstable angina. Another pci was performed. Ten-months following the re-ptca, she presented again with unstable angina and a 90% restenosis of the mid-rca was identified again. A third pci was performed. No new significant lesions were found during either re-ptca. The product was not available for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. With the information available, the patient's diabetes may have contributed to the restenosis.